Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported a 30mm gore cardioform septal occluder was implanted (B)(6) 2015 to close an atrial septal defect measured to 9mm x 16-17mm. The defect was not initially balloon sized due to the patient's friable septal tissue. The device appeared well apposed upon implant. Imaging performed (B)(6) 2015 revealed the device had embolized. The device was retrieved with a snare. Balloon sizing was then performed and a 20mm amplatzer septal occluder was implanted with no adverse effects.